Event description:
It was reported that during a robot prostatectomy, the device cap was coming apart causing the seal/ gasket to loosen. It happens while putting the camera in the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.